Event description:
Popliteal lesion crossed with .035 inch quick cross. Distal marker came off the quick cross catheter and lodged proximal to trifurcation. Tried several times to remove with wire and another quick cross. Dr. Did not want to use snare or outback. He was concerned that "trying to fish it out would further complicate distal outflow". The marker was left in the patient at the physician's discretion.

Manufacturer narrative:
Evaluation and investigation into the root cause of this event has been initiated. Potential corrective and preventive actions have not been identified at this time.